Event description:
It was reported that a spectrum pump alarmed downstream occlusion when none was present. The event occurred during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a loaded set, 'downstream occlusions alarms when none was present' was reproduced. A review of the event history log revealed downstream occlusion messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the force sensor calibration out of range. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.